Manufacturer narrative:
Event date: on an unspecified date of (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets leaked. This occurred after closing the twist clamps. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection on the first sample revealed that the occluder feet were broken. Visual inspection on the second sample revealed that the occluder feet were broken and that there was a crack in the blue main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed and revealed a leak through both sets due to the broken occluder feet. The reported condition was verified. The cause of the broken occluder feet and cracked main body were not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.